Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The pump was subsequently explanted. The hcp noted that they believe the patient's symptoms and complications were not related to the pump and that the pump did not malfunction in any way.